Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the jaw of the device became stuck. A clip was found in the jaw of the end effector. The device was removed and the procedure completed using a like device of the same product code. There were no patient consequences reported.